Event description:
Ous MDR - two months after the implant it was reported that the shock impedance was out of range. The patient was hospitalized and the lead position was corrected. In addition, the drug therapy was changed. No adverse patient side effects have been reported.

Manufacturer narrative:
The lead was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular product. The manufacturing process for this lead was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. In summary, the lead was not returned for analysis. The review of the quality documents confirmed a regular lead manufacturing.